Manufacturer narrative:
Metrix received medwatch report mw5170082 regarding the presence of a particulate in product 66040. The returned sample was analyzed, and the particulate was visually consistent with the twist-off port diaphragm material. The specific spike insertion technique and the condition of the diaphragm prior to spiking are unknown. Inspection records for the lot of twist-off ports used in manufacturing were acceptable, with no pre-use defects identified. A three-year review of similar field events revealed no trends. The most probable root cause is diaphragm dislodgement during spike insertion. Should additional information become available, a supplemental report will be submitted.

Event description:
A clear plastic particulate was observed by a health professional in a secure 100 ml empty eva container used to compound and infuse a 7-day dose of blinatumomab. The issue was discovered by the nurse upon disconnecting the completed infusion from the patient. The particle appeared visually similar in color and texture to the bag material. Local investigation ruled out compounding tools and tubing as the source due to the particle's size and color. No patient harm was reported. Photographs of the issue were provided. The device was returned for evaluation to the manufacturer. No additional information is available.